Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted .

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on(B)(6) 2018 with fine diffuse lamellar keratitis (dlk) in both eyes. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. The surgery center reported the patient was treated with pred forte to be taken one to two hours. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -.75 x 175, left eye pre-op 20/20 -1.75 x -.25 x 5. This report is for the visx laser equipment. A separate report will be filed for the femto laser equipment.